Manufacturer narrative:
One malis forcep was returned for evaluation, and minor melting of the epoxy was observed. A syringe was connected to the inlet hole of the irrigation. Water was able to drop out of the outlet hole, and no water leaked out of the tubing. This complaint is not confirmed. The complaint condition was not replicated. The device did not contribute to the complaint condition. The device met specification, although it had cosmetic damage. No lot number information has been provided; therefore, manufacturing records could not be reviewed. No further investigation or corrective action is anticipated. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and and incorrect lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
There was a leakage of the saline since the insert part of the irrigation tubing was damaged. Once the defected item was found, it was immediately removed from utilization and the complaint report was directly held to jjmk. There were no adverse consequences to the patient.